Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 10 patient controlled analgesia (pca )/ syringe barrel clamps needed to be replaced.

Event description:
It was reported that 10 patient controlled analgesia (pca)/ syringe barrel clamps needed to be replaced for label peeling, chip, crack and break.

Event description:
It was reported that 10 patient controlled analgesia (pca )/ syringe barrel clamps needed to be replaced for label peeling, chip, crack and break.

Manufacturer narrative:
Correction: d1, d2, d4 (UDI and serial); g5.

Manufacturer narrative:
Correction: h4.

Event description:
It was reported that 10 patient controlled analgesia (pca )/ syringe barrel clamps needed to be replaced for label peeling, chip, crack and break.

Manufacturer narrative:
Additional information: b5, e2, g2 (report source), h6 annexes (updated per field action), h10 (narrative). Investigation conclusion: customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that 10 patient controlled analgesia (pca )/ syringe barrel clamps needed to be replaced for label peeling, chip, crack and break. There was no reported patient involvement.